Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. The download data showed that the device generated an 0x9b hazard alarm, indicating it has been more than 5 min after continuous glucose monitor deactivation without receiving pod deactivation command. The shelf mode current was measured to be out of specification, which contributed to the low battery voltages. Inspection of the device found corrosion on the pcb which caused the high shelf mode current and subsequent low battery voltages. Fluid contact was also observed on the commutator cap. The fluid leak test was run and no leaks were observed. The cause of the internal corrosion or fluid contact could not be determined. It could not be conclusively determined if the internal corrosion, high shelf mode current or low battery voltages contributed to the observed hazard alarm or reported communication error. The exact cause of the internal corrosion, 0x9b hazard alarm and reported communication error could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.8. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found corrosion on the pcb. The device was originally reported for a communication alarm during operation.